Event description:
It was reported that a 6f angio-seal vip was deployed in the right femoral arteriotomy post cardiac catheterization. A pre-deployment angiogram was performed. The pt experienced pain during deployment. Two weeks later, the pt went to the ER with chest pain. The groin looked good and had normal iliac blood flow. The pt developed groin pain and was then admitted to the hospital. An ultrasound was negative for a pseudoaneurysm, no thrombus was present and blood flow was good. A CT angiogram was performed which revealed a 1 1/2 cm total occlusion in the right iliac artery. The pt underwent surgery on (B) (6) 2010 and a 2 inch clot was removed by thrombectomy. The pt was reported to be fine. No additional info was available. The implant date and event date are month specific, the exact date was unk.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.